Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the adhesive pad was not secure, and the cannula was bent upon removal of the pod. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level reached 27.3 mmol/l (491.4 mg/dl) while wearing the pod between 37 and 48 hours on the abdomen. It was noted that the adhesive pad was not secure, and the cannula was bent upon removal of the pod. Hyperglycemia treated with a correctional bolus.